Event description:
The customer reported bellavista 1000 giving alarm 388. No o2 dosing possible. Furthermore, there was no patient harm reported associated with the event.

Manufacturer narrative:
The suspect device has not been returned for evaluation at this time. Logs shows that the alarm 388 no o2 dosing possible and alarm 271 were triggered during a running ventilation at 3.59 to 3.84 bar supply pressure. Results of investigation: vyaire medical determined root cause as due to defective o2 pressure regulator. Initiated new inspiration block under warranty replacement.